Event description:
A malfunction was reported on a pump, identified by the user through the display of malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised that they could continue to use the pump and to report if the issue reappears, which they acknowledged and understood.